Manufacturer narrative:
Corrosion was observed on the pcb assembly, mechanism rails, the slide insert, the catch beam, the release bar, the chassis, and all three batteries. An external power supply was required to retrieve pod data. The pod generated an 0xcd alarm, indicating low voltage detected by analog comparator 1. No timeouts or drive stalls occurred. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion, low batteries, and reported 0xcd alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, while the patient was manually checking blood glucose levels and not using the controller at the time, the pod displayed a communication error after approximately 4-24 hours of wear on the leg. It was further noted that the communication error message indicated that insulin delivery stopped and advised the user to change the pod immediately. This resulted in the patient¿s blood glucose levels increasing to above 250 mg/dl. There was no medical intervention reported in relation to this event.